Manufacturer narrative:
Additional information regarding the serial number and outcome of this event is being requested from the field. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker was found to be in safety core and was not capturing the patient's heart. The patient's heart rate was observed to drop down to 18 beats-per-minute. The plan is to explant the pacemaker but for now it remains implanted and in service. No additional adverse patient effects have been reported.